Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "limited utility of exercise-stress testing to prevent t-wave oversensing in pediatric internal cardioverter defibrillator recipients." Pace pacing clin. Electrophysiol. April 1 2011;34(4):436-442.

Event description:
A journal article was reviewed that contained information regarding this device and lead. It was reported that the patient received inappropriate shocks while "shooting baskets" eleven months after a "completely unremarkable" exercise-stress test. There was t-wave oversensing (twos) noted on this lead. The device was reprogrammed "resolving any inappropriate ICD discharges over the next year." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event. A journal article was reviewed that contained information regarding this device and lead. It was reported that the patient received inappropriate shocks while "shooting baskets" eleven months after a "completely unremarkable" exercise-stress test. There was t-wave oversensing (twos) noted on this lead. The device was reprogrammed "resolving any inappropriate ICD discharges over the next year." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.